Manufacturer narrative:
The pod was received with the cannula deployed. Inspection of the device found the external portion of the soft cannula to be kinked. The timing and cause of this damage could not be determined. Though the external portion of the soft cannula was found to be kinked, fluid flowed freely through the complete fluid path. No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 24 and 36 hours. The patient reported the pod was leaking insulin while wearing the pod. Treatment information was provided.